Event description:
It was reported that a patient underwent a laparoscopic implant of hernia repair mesh on an unknown date. The patient underwent a re-operation on an unknown date due to an abdominal bulge and pain. Adhesions with both bowel and omentum had developed against the mesh. The adhesions were only associated with areas of the mesh and not to any other area of the abdominal wall. The adhesions were against the mesh polypropylene material and not the tacks. Additional operation was due to the adhesions and a different type of permanent mesh was implanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.